Manufacturer narrative:
H2) device evaluation: d4 model number updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported problem was the defective keypad. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the keypad, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the screen scrolled automatically during operation, and the device powered on by itself. This occurred during infusion. There was patient involvement, but no patient harm or adverse event reported.